Event description:
It was reported that error code l3-002 appeared on the lcd screen. The procedure was cancelled. Troubleshooting indicated a damaged green cable. The biopsy was performed in another facility.

Manufacturer narrative:
Complaint info is trended on a regular basis to determine if further investigation is warranted.